Manufacturer narrative:
The device with the lens was returned loose in a large biohazard bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced beyond mid-nozzle and has underrode the lens. The lens was located in the nozzle entry area. The trailing haptic was misfolded underneath the optic along the left side of the plunger. The leading haptic was positioned on top of the plunger. The optic was on the plunger and slightly rotated. The trailing optic portion was folded under and broken. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. There are no other complaints in this lot. The root cause cannot be determined for the reported complaint. A plunger underride was observed. The plunger underride was most likely interpreted as the reported complaint. A qualified viscoelastic was indicated. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ophthalmic viscoelastic devices (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implantation the injector failed. Additional information has been requested and provided that there was a patient contact but, no patient harm and no hospitalization. .